Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to e2 and e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the "image problem view" occurred temporarily due to a temporary water invasion because watertightness failure occurred caused by damaged video connector. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of image problem was not confirmed. The device evaluation found the device failed the leak test on video connector, cut on the cable and the serial number was faded. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the hd camera head had an image problem. The issue was found during reprocessing for a diagnostic procedure. There were no reports of patient or user harm associated with this event.